Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that 2-3dl, about 20-30% of planned nutrition, had not been infused to patient and the fluid was left in the bags. There was patient involvement, but no injury. However, the patient received less nutrition which leads to drying and malnutrition.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. As no lot number was provided, no review of manufacturing records could be conducted. Based on the results of the investigation, the reported complaint could not be confirmed.